Manufacturer narrative:
H3: investigation including root cause analysis is in progress. A supplemental MDR will be filed as necessary in accordance with 21 cfr 803.56 when additional reportable information becomes available.

Event description:
It was reported that the device had an air in line sensor error. There was no patient involvement.

Manufacturer narrative:
One device was returned for evaluation. There was no event history related to the current complaint. Service history review identified there was no indication that the complaint was related to a service of the device within the review period. Visual inspection found the downstream occlusion (dso) seal was delaminating and the upstream occlusion (uso) seal and air in line detector were separating from the chassis. Functional testing was performed and the customer reported issue was duplicated. The air in line detector, uso and dso seals, and dso sensor were all replaced. Upon further investigation, time loss was observed after charging and the printed wiring assembly (pwa) board was replaced to resolve this issue.